Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality and the unit meets specifications. The reported event is a known and anticipated failure mode. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-04367; 2134265-2013-04368. It was reported that during a percutaneous coronary intervention, unable to perform automatic pullback occurred. The device was ilab cart system 100v with motor drive was used in conjunction with the coronary catheter intended to visualize the lesion. When they connected the first catheter to the motor drive unit, the physician pressed the image button and an abnormal sound was heard from the motor drive unit. The motor drive then failed to perform automatic pullback. The physician tried to perform automatic pullback several times but failed. Then the physician performed manual pullback. No patient complications reported and the patient's condition is stable.